Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead revision procedure venous occlusion was noted on the right side. The right atrial (ra) lead was not functioning properly. The ra and right ventricular (rv) leads on the right side were capped and new leads were implanted on the left side. No further patient complications have been reported as a result of this event.